Event description:
It was reported that the ventricular lead exhibited high thresholds of 5.0 v, 1 ms, at the last follow-up thresholds were 0.5 v, 0.4 ms. The ventricular output was programmed to 5.5 v, 1 ms. The patient's condition was "good".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.